Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Per article by zajc, et al., ejost. 2018 dec. Allegedly, in 2015, a (B)(6) year old male underwent a 2nd revision after he suddenly experienced a sharp pain in his right hip when walking the stairs. Emergency room radiograph allegedly revealed fracture of the modular femoral neck.